Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that there was damaged to the pipeline braid, and it looked flattened.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal region. The patient was undergoing treatment for an unruptured, spindle-shaped aneurysm located in the c5 segment of the right internal carotid. The max diameter was 6mm, and the neck diameter was 3mm. The blood vessel diameter in the landing zone was 4.8mm distal and 5mm proximal. The patient's vessel tortuosity was moderate. The aneurysm was a fisher c5 classification/c2 bouthillier classification (petrous segment). It was reported that the sleeve was removed at the m1 straight section. After confirming that the tip was opened, the stent was returned to the phenom 27 microcatheter and the system was pulled to c3. It was pushed and deployed from there, but the tip did not open at all. More than half of the stent was taken out. The middle was opened, but the middle from the tip could not be opened at all. It was repeated several times, but it did not change. The stent tip had become a strange shape, so it was replaced. The pipeline had not been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other operations were done to open the device. There was no damage or deformation to the delivery wire or stent noticed after collection. There was no resistance or abnormalities during delivery or deployment. There was no jumping during delivery, but it was not possible to place the stent in the landing zone. The pipeline had covered more than 3mm of both ends of the aneurysm neck. The side branches were not covered. The patient did not experience any health damage. Postoperative findings showed no particular problems. The devices were prepared according to the instructions for use (IFU).